Event description:
Information received by medtronic indicated that the insulin pump had driven count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer stated that they were able to clear and able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error alarm found on (B)(6) 2022. Pump passed the displacement test and self test. No pump error alarms noted during testing, however, pump error alarm confirmed in the history file on (B)(6) 2022 at 16:18:29, 16:31:43, and 20:54:30. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked keypad overlay, cracked battery tube threads, and cracked case on battery tube. Customer allegation of pump error alarm was confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.